Event description:
The patient reported that they had a blood clot that ¿broke loose¿ and it ¿scored a hole in her heart¿. After it was fixed, the patient drove to kansas from denver and the patient had a double stroke and was still able to walk for 9 months with a cane. It was noted that even a stroke didn't affect the patient as much as the tumor (granuloma) [as reported in manufacturer report # 3007566237-2014-01311]. The pump was used to deliver clonidine, baclofen and morphine. Patient outcome was not reported. Further follow-up was being conducted. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).